Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while trying to initiate therapy, the nurse alleged there was no flow to the pads. The nurse stated that only 3 pads were in use as she could not place a pad onto the right leg. The system diagnostics showed that the flow rate was 0 lpm, the inlet pressure was -0.3 psi, and the circulation pump command was 100%. The nurse removed the pads and placed the device into manual mode. The nurse noticed that the lever on the fluid deliver line was not properly latched. The flow rate was 1.8 lpm, ip was -7.1 psi, and the circulation pump command was 52%. The right chest pad was then connected and the ip was noted at -0.5 psi. She removed the right chest pad and connected the left thigh pad and the ip was -0.5 psi. The nurse stated that they were "old" pads and she would try a "new neonatal" pad. The flow rate with the initial set of pads was 0.5 l/pm, and the ip was -7 psi. It was recommended that she replace the pads with a new set of pads. An additional follow up call was received the following day with the nurse reporting she changed the second set of pads for a third set. Per follow up with the clinical manager (B)(6) at on (B)(6) 2018, she stated that she was not sure of the exact issue with the second set of pads as the problem occurred overnight, but she believed that an air leak occurred. She also stated that the first set of pads have been discarded but they have saved the second set to send back for evaluation. She noted the (B)(6) male patient was continued therapy on the third set of pads with no further issues.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used small arctic gel pad kit present. Two chest pads and one thigh pad within the kit were returned. Visual inspection of the pad surfaces noted no obvious visible defects. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. All three pads did not have water easily flowing through the channels. Close visual inspection of the connector noted both were slightly deformed and neither were perfectly circular. Also, the connector for the right thigh pad exhibited a small chip. No air leaks were noted but, air was obvious in the fluid channels. Each pad was individually tested and the flow rates were found not to be within specification. All individual measured flow rates were outlined. * right chest pad: a total of 1.91 l/min m2 of flow rate was registered during the test. The device system diagnostics were reviewed and the inlet pressure was -2.0 and pump command was 100%. * left chest pad: a total of 1.91 l/min m2 of flow rate was registered during the test. The device system diagnostics were reviewed and the inlet pressure was -2.8 and pump command was 100%. * right thigh pad: a total of 2.27 l/min m2 of flow rate was registered during the test. The device system diagnostics were reviewed and the inlet pressure was -1.5 and pump command was 100%. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that while trying to initiate therapy, the nurse alleged there was no flow to the pads. The nurse stated that only 3 pads were in use as she could not place a pad onto the right leg. The system diagnostics showed that the flow rate was 0lpm, the inlet pressure was -0.3psi, and the circulation pump command was 100%. The nurse removed the pads and placed the device into manual mode. The nurse noticed that the lever on the fluid deliver line was not properly latched. The flow rate was 1.8lpm, ip was -7.1psi, and the circulation pump command was 52%. The right chest pad was then connected and the ip was noted at -0.5psi. She removed the right chest pad and connected the left thigh pad and the ip was -0.5psi. The nurse stated that they were "old" pads and she would try a "new neonatal" pad. The flow rate with the initial set of pads was 0.5l/pm, and the ip was -7psi. It was recommended that she replace the pads with a new set of pads. An additional follow up call was received the following day with the nurse reporting she changed the second set of pads for a third set. Per follow up with the clinical manager erin clayton at on 07/24/2018, she stated that she was not sure of the exact issue with the second set of pads as the problem occurred overnight, but she believed that an air leak occurred. She also stated that the first set of pads have been discarded but they have saved the second set to send back for evaluation. She noted the 16 year old male patient was continued therapy on the third set of pads with no further issues.